Event description:
Using hemopro endoscopic vein harvesting (evh) disposable, a piece broke off the bullet tip in patient's thigh. Extra time required to find broken piece, then 2-3 cm. Incision was made to retrieve the piece, match up with tip and confirm that all pieces were accounted for. Manufacturer response (as per reporter) for endoscopic vessel harvesting system, vasoview hemoprounknown